Manufacturer narrative:
Date rec'd by MFR 14oct2019 date of report 15oct2019 the part was returned to the manufacturer for failure investigation (fi). It was determined that the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. The manufacturer¿s international service technician confirmed the reported touchscreen issue and replaced the touchscreen to address the reported problem. The device back in service.

Event description:
The customer reported a touchscreen failure. There was no patient involvement.